Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of back pain ('back pain') and arthritis infective ('infection of a jaw joint') in a 39-year-old female patient who had essure (batch no. 958715) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: no concomitant general or gynecological conditions. Concurrent conditions included panic disorder. On (B)(6) 2012, the patient had essure inserted. In september 2012, the patient experienced back pain (seriousness criteria medically significant and intervention required), arthritis infective (seriousness criterion medically significant), headache ("headache"), oedema ("edema"), fatigue ("tiredness") and pain in extremity ("stinging of hand"). The patient was treated with surgery (salpingectomy). Essure was removed. At the time of the report, the back pain, arthritis infective, headache, oedema, fatigue and pain in extremity outcome was unknown. The reporter considered arthritis infective, back pain, fatigue, headache, oedema and pain in extremity to be unrelated to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jun-2019: quality safety evaluation of ptc, also batch information(expiration and manufacture dates) added. We received lot number and complaint sample in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of back pain ('back pain') and osteomyelitis ('infection of a jaw joint') in a (B)(6) female patient who had essure (batch no. 958715) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included panic disorder. In (B)(6) 2012, the patient experienced back pain (seriousness criteria medically significant and intervention required), osteomyelitis (seriousness criterion medically significant), headache ("headache"), oedema ("edema"), fatigue ("tiredness") and pain in extremity ("stinging of hand"). On (B)(6) 2012, the patient had essure inserted. The patient was treated with surgery (salpingectomy). Essure was removed. At the time of the report, the back pain, osteomyelitis, headache, oedema, fatigue and pain in extremity outcome was unknown. The reporter considered back pain, fatigue, headache, oedema, osteomyelitis and pain in extremity to be unrelated to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.